Manufacturer narrative:
A2) patient age - specific patient/case detail was not provided. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 26feb2021) ¿safety and efficacy of transvenous lead extraction in octogenarians using powered extraction sheaths¿. The study retrospectively aimed to investigate the safety and efficacy of transvenous lead extraction in octogenarians using powered extraction sheaths. A total of 403 patients underwent lead extraction at two high-volume lead extraction centers were enrolled in the study between january 2013 and march 2017. All extractions were sequentially performed with spectranetics glidelight laser sheaths. Procedural complications included 1 left-sided hemothorax, requiring pleura drain and 1 pocket hematoma, requiring surgery for revision (MDR #3007284006-2026-00238). Additionally, 1 male patient experienced a right atrial perforation with subsequent pericardial effusion. A sternotomy was performed and the right atrial perforation was repaired. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 26feb2021 has been used, the date of publication. Burger, heiko,hakmi, samer,petersen, johannes,yildirim, yalin,choi, yeong-hoon,willems, stephan,reichenspurner, hermann,ziegelhoeffer, tibor,pecha, simon. 2021. Safety and efficacy of transvenous lead extraction in octogenarians using powered extraction sheaths pacing and clinical electrophysiology, 44(4): 601-606. Doi:10.1111/pace.14195 this report captures the male patient that experienced a right atrial perforation that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.